Manufacturer narrative:
See attached summary memo of evaluation.

Event description:
The dental implant fx4508swc was removed on (B)(6) 2017 due to failure to osseointegrate within 4 months and 25 days after implantation. The doctor noted local infection during surgery. The patient has medical history of diabetes and is a tobacco user. The patient has recovered without complications.